Event description:
It was reported that "effected how the cartridge is being read while on pump". Customer declined follow up from Tandem Technical Support. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.